Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient identification and weight unavailable. Unique device identifier: (B)(4).

Event description:
The hospital reported that the patient was being tended to by a nurse when a physician came in to examine the patient. The nurse turned away tending to other business while the physician was examining the patient. The nurse then heard a sound and saw the patient on the floor. It is unclear what sound she heard, weather it was the door slamming down or if it was the sound of the patient impacting the floor. The patient fell from approximately 3.5 feet from the left side of the machine (facing the warmer from the foot) and due to the above described situation, nobody knows how the patient landed. The patient is a (B)(6) male that is (B)(6) days old. There was no bleeding or skin intake. An ultrasound was performed finding edema on the right parietal aspect of the skull. No other problems were noted.

Manufacturer narrative:
After this event, ge healthcare personnel inspected the unit and found it was performing as designed. All latches functioned correctly, securing the bedside panels. No cracks, damage, or other issues were noted. The inspection showed that it would not be possible for a patient to fall if the bedside panel was correctly latched. The customer risk manager stated that the physician who was at the bedside prior to the incident stated that they closed the door but was unsure if the door/wall was latched. Ge healthcare product engineering performed an investigation of this event. The investigation included a design and engineering assessment, a labeling review, manufacturing review, service record review, and a post market analysis. Two probable root causes were identified. User error. Design controls (lack of explicit warning stating bedside panel can stay up without being latched) to address root cause 1 and 2, corrective action (fmi 32070) has been taken to add additional labeling to the product, posters for clinical areas, and updated user manual addendum warning users that the bed panel can stay upright without being latched. To address root cause 2, a review of the risk and mitigation documentation is being performed to confirm that all new risks and causes from the usability study have been updated and released in the current documentation.